Event description:
It was reported that the recanalization catheter melted to the guide wire. The catheter and wire were removed together without incident. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. A sample is not available for return; therefore, an evaluation of the device could not be performed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.